Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon replaced liner and head due to dislocation. Components appear to be well positioned but patient has back issues which appears to contribute to the dislocations. All depuy implants removed appear to be in good working condition. The surgeon trialed a dual mobility construct and considered an esc liner but thought the best option was to use a liner with a 40mm head. Doi: (B)(6) 2024. Dor: (B)(6) 2024. Affected side: left hip.

Manufacturer narrative:
Product complaint (B)(4) investigation summary no device associated with this report was received for examination. The adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete. H11 additional narrative: added: b5, d10 (concomitant)

Event description:
Additional information received states that: 1. Was there any surgical delay related to event? No 2. Was there any specific allegation against the apex hole elim positive stop (124603000/d18101697)? No. Apex hole eliminator was removed allowing the surgeon the ability to trial a dual mobility liner. The apex hole eliminator was not replaced.